Event description:
It was reported that during a procedure, the connection screw cross threaded and would attach to the helical blade. A second implant and inserter were used to successfully complete the procedure. Operative delay was reported, but the amount of delay time was not specified. This report is for part number 357.377, helical blade coupling screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Patient information was not provided. This device is an instrument and is neither implanted nor explanted. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.